Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an alert on the patient's home monitoring system for high shocking impedances of greater than 125 ohms. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the lead remains in service.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.